Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012758116); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012685683); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon dilation was performed with a 23 mm non-medtronic (true) balloon. The patient became hypotensive, and normal sinus rhythm changed to atrial fibrillation (af) with left bundle branch block (lbbb). The valve was successfully implanted at a final depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). No post-implant dilatation was required and the blood pressure recovered once the new valve was placed. At the end of the case, the af with lbbb remained. A cardioversion was performed and restored sinus rhythm but the lbbb continued. The patient went to recovery without a temporary pacemaker with no further complications observed.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the hypotension, atrial fibrillation (afib), and left bundle branch block (lbbb) began prior to the delivery catheter system (dcs) insertion. Per the physician, the valve and dcs did not contribute or cause the lbbb, afib, or hypotension.